Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their teeth will not move anymore because there is no room for them to move. Their front tooth and bottom front teeth still move and feel loose. Patient marked true to discomfort, periodontitis and loose. This is a contraindicated patient.